Event description:
Caller reported damage to pump housing and usb port, affecting the ability to charge the pump. There was no reported impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be provided under warranty and instructed the customer to allow the battery to deplete before returning the faulty pump within 10 days. The customer acknowledged and agreed to use multiple daily injections as backup therapy during this period.